Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the twist lock on mayfield skull clamp (a3059) was not working properly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Device history record - the DHR documentation showed no abnormalities related to the reported failure. Mayfield skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.